Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. On the first inflation at 10 atmospheres, balloon rupture was suspected. The device was removed from the patient and the procedure was completed with a 3mm x 100mm non-bsc balloon catheter. No patient complications were reported. The patient's status was good.